Event description:
The original surgery was approximately 10 years ago. The patient was revised originally a couple of years after the original surgery to downsize the tibial insert from an 11mm to a 9mm.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 11mm insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.